Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017 (post-op day #5), the patient developed right-sided ptosis. A head computerized tomography (CT) was performed and showed a hemorrhagic cerebral vascular accident (hcva) in the right anterior frontal lobe and occipital lobe with no midline shift. International normalized ratio (inr) was 1.3 and partial thromboplastin time (ptt) was 40.3. Ptt was 54.1 one day prior. Anticoagulation was stopped and neurosurgery was consulted. No invasive intervention was performed. It was recommended that the patient remain off anticoagulation for a minimum of five days. The patient did have some residual aphasia and on (B)(6) 2017 developed cerebral spasms and therefore was started on nimodipine.  A repeat head CT was done on (B)(6) 2017 which showed no changes or worsening of the cva. The patient was started on low dose heparin and aspirin. On (B)(6) 2017, after being therapeutic on heparin for 24 hours, a repeat head CT was done which showed mild encephalopathy but no acute changes.  An electroencephalogram (eeg) on (B)(6) 2017 was negative for any seizure activity. On (B)(6) 2017, the patient's lactate dehydrogenase (ldh) went from mid-300's (baseline) to 573. Per the site, the patient had been off all anticoagulation for 6 days which could have led to this increase. Prior to ventricular assist device (vad) implant, the patient was seen by hematology for chronic leukocytosis in which the patient's white blood cells (wbc) had never dropped below 10 and peaked at 61.2k. Per infectious disease (ID), this was not a contraindication for vad implant as hematology suspected possible chronic myelomonocytic leukemia (cmml).  On (B)(6) 2017, the ID team stopped all antibiotics as they were attributing the leukocytosis to cmml.  During the evening of (B)(6) 2017, the patient was reintubated due to increased labored breathing.  Lactate 9.5. Ldh 1461 with repeat at 1422. The team suspected possible pump thrombus, but log files did not reveal any changes in power consumption. Ptt was therapeutic at 55.6 and the patient was taking aspirin daily. During the evening of (B)(6) 2017, the patient developed runs of ventricular tachycardia. Potassium was 3.6. The patient became more acidotic and went into cardiac arrest. Return of spontaneous circulation (rosc) was obtained, but the patient was now in multi-system organ failure (msof) and not responding to stimuli. On (B)(6) 2017, care was withdrawn per the family's request and the patient expired immediately after. An autopsy was declined, so the pump will not be sent back and the site will dispose of the peripheral equipment. Official cause of death was msof. The site does not relate the patient's death to the pump.